Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy and irritating from electrodes and wires digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient spoke with their home health nurse but it is unclear if they applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.